Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: does the surgeon believe that the product involved caused and/or contributed to the tumor reported in the patient? According to the feedback of the sales representative, all the above answers are unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event (post-op inflammation)? What was the appearance of the suture during the removal? Was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Was there any medical or surgical intervention performed (re-operation; re-closure; drainage)? If so, please specify. What is the current status of the patient? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.

Event description:
It was reported that patient underwent surgery at 11:17. At 11:28, the doctor sutured the perineal wound and scrubbed the perineum twice a day. At 09:00 on the fourth day after surgery, the wound healed well and was discharged. On the 74th day after surgery, the patient complained of pain at the suture between the perineal incision and the hymen. He applied phellodendron amurense to the incision by himself, and the pain was slightly relieved. At 09:30 on the 81st day after surgery , the patient came to the hospital and complained that there was still discomfort in the perineal incision. Physical examination: t:36.5 ° c, conscious, no obvious abnormality in heart and lung. The abdomen is soft without tenderness. A tumor about 1cmx1cm in size can be seen from the perineal incision to the hymen. The surface is red and swollen, tender, and a little exudation. Considering the local reaction of the suture, it was cut. When the suture was seen, the doctor cleaned the foreign body at the end of the suture , instructed it to keep the vulva clean, and gave it a 1:5000 hip bath with high ph. At 09:00 on the 88th day after surgery , the patient came to the hospital for follow-up visit. There was no complaint of discomfort, and no abnormality or tenderness was found in the perineal wound. Continue to observe. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.